Event description:
A pta procedure was performed in the patient's leg using the contralateral approach. Following the procedure, an attempt was made to deflate and remove the balloon. The balloon did not deflate and was pulled into the sheath fully inflated and then removed. A stent was placed in the affected artery. There was no patient adverse effect.